Event description:
It was reported that this right ventricular (rv) lead exhibited polarity switch and high impedances during implant procedure. Also, there was no rv lead capture in bipolar, therefore the lead was replaced for a new rv lead. No information on lead return at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.